Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 20 mmol/l (360 mg/dl) while wearing the pod on the back for between 5 and 24 hours. The patient was not feeling well and had a sore throat from vomiting. The pod was worn during the hospital visit but insulin delivery was suspended. The patient was given insulin, glucose, potassium and blood thinning injections in the stomach for treatment. The pod was removed and a new pod was applied at the hospital. The patient was discharged after 4 days and 3 nights.